Event description:
It was reported that the patient experienced low blood glucose episodes and the care team could not view device data, prompting a request to sync data for follow-up. Symptoms included hypoglycemia. Outcomes included no reported injury, hospitalization, or alarms. Investigation included attempts to contact the patient to facilitate data synchronization for review, which were unsuccessful. Investigation of this case revealed no device data available for assessment and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.